Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no angulation due to a stretched angle wire. Upon further inspection, foreign material was clogging the endoscope. It was observed that the plastic distal end was detached. It was also observed that the adhesive of the bending rubber was worn out. Lastly, it was observed that the light guide lens was cracked due to shock caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had a broken wire of the up and down movement. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the endoscope which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.